Event description:
Therapeutic procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer' reportable malfunction of displaying a color bar was not confirmed. Based on the results of the investigation, it is likely, that this product was normal at the inspection. And there was defect on the camera head and the event occurred, due to impact from the camera head. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the camera control unit displayed a color bar. The issue occurred during preparation for use before a laparoscopic procedure. The facility finished the procedure with replacement device. There were no reports of delays, the patient was not under anesthesia. There were no reports of patient or user harm associated with this event.